Manufacturer narrative:
Abstract url: https://www.aesnet.org/meetings_events/annual_meeting_abstracts/view/2252579.

Event description:
An abstract title "efficacy and safety of vagus nerve stimulator in individuals with chromosome 15q duplication and refractory epilepsy" was received indicating that during the course of the study, one patient developed an infection at the vns incision site.

Event description:
Follow-up with the lead author revealed that the patient data from the abstract was obtained through a survey-based study (parental reporting) and that no additional information regarding the events can be obtained.